Manufacturer narrative:
Customer tightened syringe barrel and primed reagent probes with no leaks. Bci customer technical support asked customer to call back if issue continued. Bci has not received further contact from customer regarding this issue.

Event description:
A customer reported to beckman coulter inc. (Bci) of obtaining cuvette not dry errors on the unicel dxc 800 pro synchron chemistry analyzer. Both reagent probes were leaking. The reagent syringe barrel was also loose and leaking. No effect to patient or user was reported in connection with this event.